Manufacturer narrative:
This follow-up MDR is created to document the additional event information received for record #(B)(4). Additional information indicated that a titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation of the cylinder 1 exhaust tubing at the tubing strain relief junction. Testing revealed this to be a site of leakage. Microscopic inspection revealed rough and irregular surfaces, indicating sufficient stress had been exerted to separate the site. Microscopic inspection revealed partial separations on the cylinder 2 exhaust tubing. Testing revealed this to not be a site of leakage. Microscopic inspection revealed surface abrasion on all pump tubing, and the cylinder 2 exhaust tubing. No functional abnormalities were noted with the pump or cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on all the pump tubing may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation of the cylinder 1 exhaust tubing. A separation such as this may then result in leakage. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device, or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, titan stopped working in (B)(6) 2020. The tubing near the left cylinder was damaged. The device was revised/replaced. New titan with bigger size has been implanted immediately. Available for return.